Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a printing defect and additive discoloration occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "printing defect on the tube. Discolored additive in the 4 tubes."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #503254. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and embedded foreign matter was observed. Further investigation has been initiated through CAPA #503254. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA #503254 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that a printing defect and additive discoloration occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "printing defect on the tube. Discolored additive in the 4 tubes."